Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote monitoring system issued an alert for an unspecified out of range impedance measurement for this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead. The patient also reported hearing beeping tones from their device. Boston scientific technical services (ts) was consulted and discussed that the device takes measurements every 21 hours, so there are times a value will not display if two measurements are taken in a 24 hour period. The patient would be coming into the office for an interrogation. Two addtional alerts came thru the remote monitoring system which indicated the rv lead pacing impedance measurement was greater than 3000 ohms and there was noise on the lead. Boston scientific technical services (ts) was consulted and reviewed the remote monitoring data. It was noted that there were five data points where the impedance measurement was high and out of range at greater than 2000 ohms. It was noted that the clinic was unable to reproduce any noise and there was no noise seen on the electrogram (egm). Ts suggested an x-ray and further testing. At this time the ICD and another manufacturer's rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the clinician was also unable to reproduce the out of range impedance measurement. An x-ray was taken and showed no signfiicant findings. The clinic has opted to continue to monitor the patient and no programming changes were made.

Event description:
Additional information was received that a revision procedure was performed several months later where the pace sense portion of the other manufacture's rv lead was surgically abandoned and replaced due to the noise and out of range impedance measurements. Further information was received that nine months later the new rv lead exhibited high out of range pacing impedance measurements. The patient was brought into the office several months later where isometrics were performed and did not elicite any noise or impedance measurement changes. The ICD and current rv lead remain in service and no additional adverse patient effects were reported.

Event description:
Additional information was received that the clinic suspected the previous rv lead had fractured. It was also noted that the noise and flucuating impedance measurements for the existing rv lead continued to occur. The patient was brought into the office where pocket manipulation and isometrics could not produce any noise or out of range impedance measurements. Boston scientific technical services (ts) was consulted and suggested obtaining an x-ray and further isometric testing. At this time it is unknown if this has occurred and the cause remains unknown and the ICD and another manufacturer's rv lead remain in service.